Event description:
Indication: common variable immunodeficiency, unspecified. Strengths: 5gm/ml and 20gm/ml. Pt reports curlin pump received on (B)(6)2024 (serial: (B)(6) expiration date: not provided) does not work. Had error code. Pt did not call at the time regarding the error. Pt states she returned the new pump (B)(6) instead of her old pump (B)(6) that she was to return for maintenance. No missed dose(s]/interruption to therapy or adverse event(s) reported. Pharmacy replacing pump no further info. Reported to (B)(6).